Manufacturer narrative:
This event was initially reported against the heartmate 3 left ventricular assist system in MFR report #2916596-2021-03982. This report is to cover the loss of power to the mobile power unit. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-03982. It was reported that the patient passed away. No autopsy was performed and the device was not explanted. Log file feedback stated there were a lot of pulsatility index (pi) events on (B)(6) 2021 followed by a loss of power at approximately 2:30am at which time the backup battery ran the pump until approximately 4:30am then shut off. Patient was using mobile power unit (mpu) at the time. Patient was found by a family member at approximately 11:00am at which time the patient was transported to emergency department and pronounced dead.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer investigation conclusion: the reported event of ¿loss of power¿ could not be confirmed through this evaluation. Information communicated on 28jul2021 indicated there were pi events on (B)(6) 2021 followed by a loss of power at approximately 2:30am. The system reverted to the backup battery for power until the system shut off at approximately 4:30 am. The patient was found at approximately 11:00 am and was transported to the hospital. The patient was pronounced dead. Additional information communicated on (B)(6) 2021 indicated the patient was connected to the mobile power unit. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.